Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in bad (B)(6). The serial read-out of the pump has been provided. Results of the read-out analysis revealed that the pump correctly stopped and that the device worked within specifications. The investigator could not detect any failure. As the issue could not be reproduced or confirmed, a root cause was not identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that when the cardioplegia started to flow the s5 double head pump stopped and could not get started anymore. The perfusionist hand-cranked the pump to deliver the cardioplegia solution. Once the heart stopped, the perfusionist tried to start up the pump and it was working properly again. There was no report of patient injury.